Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for congestive heart failure exacerbation. It was reported that on (B)(6) 2015, three mitraclips were successfully implanted, reducing the mitral regurgitation (mr) from grade 3+ moderate-severe, to grade 2+. On (B)(6) 2018, the patient was hospitalized for shortness of breath, lower extremity edema, and chest pain. Congestive heart failure exacerbation was diagnosed, treated with medications. On (B)(6) 2018, the event resolved. The study physician did not provide a device relationship. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR submitted, additional information was received. Based on the new information that the study physician assessed the adverse events as unrelated to the device, this event would not be MDR reportable.

Event description:
Subsequent to the initial medwatch report filed, the additional information was obtained: per study physician, the adverse events were unrelated to the mitraclip device. There was no device malfunction and no complaint against this device.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. There was no reported device malfunction or adverse event associated with the clip delivery system a review of the lot history record identified no manufacturing nonconformities issued to the reported lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.